Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
The implant was removed due to an unknown reason. At time of reportability decision having to be made, no more information has been provided despite due diligence being performed. The site was grafted with allograft together with original implant placement.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Further evaluation of the event has confirmed that the event does not meet the requirements of a reportable event. No more medwatch will be submitted for this event.